Event description:
It was reported that this pacemaker longevity was decreasing faster than expected. Review of data analysis revealed the battery voltage was lower than expected, and the power consumption was higher than expected. The device was subsequently explanted and disposed. No additional adverse patient effects were reported.

Manufacturer narrative:
The device will not be returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that this pacemaker longevity was decreasing faster than expected. Review of data analysis revealed the battery voltage was lower than expected, and the power consumption was higher than expected. A device replacement was recommended, however the device remains in-service at this time with safe replacement interval for at least 90 days. No adverse patient effects were reported.